Event description:
It was reported that during a checking of the machine and alignment, it was observed that a 550-micron fiber was damaged and broken from middle of the length. Boston scientific has been unable to obtain additional information despite good faith efforts.

Event description:
It was reported that during a checking of the machine and alignment, it was observed that a 550-micron fiber was damaged and broken from middle of the length. Boston scientific has been unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
Block d5 has been corrected to health care professional block g2 has been corrected to health professional